Event description:
On (B)(6) 2012, the patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. The trunk ipsilateral leg component was completely deployed however; no ballooning of the proximal or distal landing zone was performed. A gore dryseal sheath was advanced up the contralateral side for delivery of the contralateral leg component. When tracking the device into position for deployment; the tip of the dilator touched the contralateral gate of the trunk component and pushed it up proximally; causing coverage of the renal arteries by the proximal end of the trunk device. A balloon was inserted from the ipsilateral side to try and pull the graft down; however the catheter of the balloon was hitting the graft internally. Resulting in the trunk component being pushed further proximally and covering the superior mesenteric artery. The patient was converted to open surgery and the graft was explanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) direct the following after complete deployment of the trunk ipsilateral leg component; and withdrawal of the sheath and delivery catheter have been performed: "position the aortic balloon inside the proximal region of the trunk. Avoid balloon contact with the flow splitter which is aligned with the long and short radiopaque markers. Inflate and deflate the balloon quickly with dilute contrast solution to seat the aortic end of the endoprosthesis." "Advance and inflate the appropriate size pta balloon catheter to seat the iliac end of the endoprosthesis." Additionally, the IFU warns: "do not attempt to reposition the endoprosthesis after complete deployment of the device. Vessel; damage or device misplacement may result. The IFU further cautions: "do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur." Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: improper component placement; surgical conversion.